Event description:
Pt admitted 2/23/95 with triple lumen catheter right. On 2/28/95 all ports blocked. New catheter inserted right subclavian for IV vancomycin. On 3/16/95 pt found with gross superficial swelling of face and extremities. Death certificate stated svc syndrome.